Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received analyzer alarms and questionable calcium results for an unknown number of patient samples. Data was provided for one patient sample as an example. The initial result was 6.6 mg/dl and the repeat result was 9.7 mg/dl. The repeat result was believed to be correct. It was unknown if any erroneous results were reported outside the laboratory. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided. The field service representative found there was a problem with the photometer lamps and sample probes. He replaced the photometer lamps, cleaned and adjusted the sample probes, and replaced the rinse mechanism tubing nozzle. Mechanism checks were performed and were within specifications. The controls were within specifications.